Event description:
----

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the health care professional (hcp) from the account noted there were no issues with device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. It was also reported the patient hit a tree. The health care professional (hcp) reported the syncopal episode was thought to be caused by a sudden brady drop. The sudden brady response feature in the device to store episodes was not programmed on. There was no noise to indicate any oversensing or pacing inhibition with the device. No additional adverse patient effects were reported.